Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong stings at implant zone that has been increased") and genital haemorrhage ("haemorrhages (these only I have it every 12 days for 2 months and lasted like menstruation)") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("strong headaches"), dyspareunia ("strong pain during sexual intercourse"), abdominal distension ("abdominal swelling"), flatulence ("gasses"), tinnitus ("ringing in ears") and visual impairment ("vision loss: sometimes eyes cannot focus"). At the time of the report, the pelvic pain, headache, dyspareunia, abdominal distension, flatulence, tinnitus and visual impairment outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, dyspareunia, flatulence, genital haemorrhage, headache, pelvic pain, tinnitus and visual impairment to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.